Manufacturer narrative:
The field event of an opaque header anomaly was confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation, the physician was not able to see through the connector of the defibrillator. The device was not used and a new device was implanted instead. The patient condition is fine.